Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis. No additional information was provided by the customer. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.